Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed error 23062 and replaced universal surgical manipulator (usm) 2 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint, but failure analysis is in progress.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error occurred on universal surgical manipulator (usm) 2. Before contacting the tse, the customer power cycled the system with no change. The customer elected to switch to another patient side cart (psc) to continue with the procedure. The tse found multiple errors 23062 in the logs pointing to usm 2. The procedure was completed after switching to another psc. There was no reported injury.